Event description:
The patient reported impaired healing and discomfort at the receiver site. An explant procedure was performed on (B)(6) 2025. No further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, and using inappropriate tools have been ruled out. However, the patient has pre-existing leg issues including deep vein thrombosis and cellulitis which may have contributed to the reported issue. Additionally, patient non-compliance was identified as the patient touched/picked at the wound. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: patient is a poor candidate due to health, weight, age, or mental capacity as the patient has deep vein thrombosis as well as cellulitis (user error-clinician). Patient non-compliance as the patient touched/picked at the wound (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.